Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. She cleared the alarm but received an off no power alarm. The customer then received failed battery test alarms on three batteries. The esc button was very hard to press. Customer's blood glucose level was 108 mg/dl. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to a flattened dome switch on the esc button. The keypad connector was inspected and locked on the lcd board. The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self-test and unexpected restart error tests. No motor error alarm was noted. The motor was tested outside of the device and it passed. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was monitored and was tested with no failed battery test or off no power alarms noted. The pump was received with cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.